Manufacturer narrative:
Philips service swapped the dcps power supply and restored the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device intermittently could not expose or fluo during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.